Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a heavily calcified right coronary artery (rca). Angiographic imaging identified a dissection occurred. The patient was sent to surgery for a single bypass procedure to treat the dissection. The patient was stable.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a dissection of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).